Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
When the user took the wire guide out of the package of the device, he noticed that the wire guide was already broken and separated. Another device was used instead. The device did not make patient contact.